Event description:
The core impaction drill was sent in for analysis due to overheating during a procedure. Another device was used to complete the procedure; no adverse event was reported.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Upon further investigation, a damaged rotor, spindle housing and core drive shaft assembly were noted. The damaged spindle housing and the rotor were identified as the probable cause of the failure. The rotor coupler transmits torque to the drive shaft; a failure of the coupler can cause the drive shaft and the rotor to stick together resulting in increased friction between the moving parts; this can lead to increased heat production. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.